Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.5/+4.0/082 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a smaller lens due to excessive vault, refractive surprise, elevated iop, angle closure, inflammation, and significant reduction of irido-corneal angles (ica). The problem was resolved with the lens exchange, the patient is "doing well." Azetazolamide 250mg given to manage symptoms. The surgeon lists the cause of the event as device.

Manufacturer narrative:
Date of this report: it is corrected to 01-jul-2018 in the initial MDR. Date received by MFR: -it is corrected to 01-jul-2018 in the initial MDR. Device evaluation: lens was returned in liquid, in lens case/ vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found lens to be within specification. (B)(4)